Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d.4. Medical device lot #: 22079502. D.4. Medical device expiration date: 28-jul-2025. H.4. Device manufacture date: 27-jul-2022. D.4. Medical device lot #: 22089497. D.4. Medical device expiration date: 25-aug-2025. H.4. Device manufacture date: 25-aug-2022. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ smartsite¿ gravity set tubing turned a brown color. The following information was provided by the initial reporter: tubing has turned a brown color.

Event description:
It was reported, that the bd alaris¿ smartsite¿ gravity set tubing turned a brown color. The following information was provided by the initial reporter: tubing has turned a brown color.

Manufacturer narrative:
H6: investigation summary: one picture was submitted for quality investigation. The customer complaint of cosmetic issue, discolored was verified, by evaluation of the photos submitted. The photo submitted by the customer shows, that the drip chambers have different levels of a darker tint. A device history record review for model#: 10802688, lot number#: 22089497 was performed. There were no quality notifications issued for the failure mode reported by the customer, during the production build of this set. The root cause of this discoloration is related to the sterilization procedure, which IV sets undergo to help ensure product sterility. These IV sets are sterilized by irradiation, which uses electron beam or gamma rays to produce a sterile and safe IV product, per iso 11137-1 and iso 11137-2 international standards, for the sterilization of health care products. These standards are recognized consensus standards by the FDA, which are adhered to by bd to specify, the requirements for the development, validation and routine control of a radiation sterilization process. The irradiation process is known to modify polymers, which causes some discoloring. Depending on the applied radiation level (dose) and material choices. The degree or intensity of discoloration can also change over time, as it approaches shelf life and under certain storage conditions such as high temperatures. Nonetheless, this type of discoloration is strictly cosmetic. And does not affect the safety and functionality of the device as tested and sterilized.